Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Strip expiration date is 04/20/2018 and strip open date is (B)(6) 2015. Strip storage is correct. Back to back blood test performed and results are 111mg/dl and 108mg/dl -fasting. Reviewed meter memory: 103mg/dl (B)(6) 2015 08:07:00 am fasting:yes; 151mg/dl (B)(6) 2015 09:17:00 am fasting:yes; 138mg/dl (B)(6) 2015 06:35:00 pm fasting:yes; 294mg/dl (B)(6) 2015 01:19:00 pm fasting:no; 88mg/dl (B)(6) 2015 09:01:00 pm fasting:no. Customers concern: 294mg/dl. Customer states that she tested with our meter - result is 294mg/dl and then with another meter - result is 350mg/dl. Customer denies signs and symptoms of low or high blood sugar. Customer denies need for medical attention at the time of call. Customers normal range is 110-120mg/dl.